Event description:
It was reported that the pt presented with a second degree burn starting anterior and running posterior to the underside of the knee. The burn was discovered two days post-operative following a knee arthroscopy procedure where a super multivac 50 icw arthrowand was used to complete the procedure. The burn was treated with dressings and was reported to be healing.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.